Event description:
Customer reported that she received a button error alarm on the insulin pump that was not resolved by changing the battery. She could not recall any significant event that led to the alarm. The blood glucose reading was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.